Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a wound under the left breast area with drainage. There was no alleged device malfunction contributing to the wound. The patient¿s wound care team is applying santyl ointment on the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.